Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor error message occurred. The sensor was inserted into the lower back, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of a new sensor error message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.